Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had video image distortion. The issue was identified before an unspecified procedure. The intended procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, e2, e3, d8, g3, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. This event was caused by components failure of the universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to components failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the procedure type was therapeutic.